Manufacturer narrative:
Product development investigation was completed. A visual inspection under 5x magnification, device history records (DHR) review and drawing review were performed for the returned device as part of this investigation. The returned angled stardrive screwdriver (03.617.900, 7773031) is part of the zero-p system for anterior cervical interbody fusion and used during the insertion of screws during zero-p procedures. The returned screwdriver was received with its stardrive tip broken off, which confirmed its complaint condition and made its replication inapplicable. The returned angled stardrive screwdriver (03.617.900, 7773031) was manufactured on apr 17, 2012 and drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. Relevant design change order (dco) called for assembly changes for the screwdriver, including the distal tip of the screwdriver, which could have potentially improved screwdriver assembly/functionality and therefore helped prevent the complaint condition. The material, material properties, and hardness of the returned part(s) were determined to be conforming at the time of manufacture and based on review of the associated/available DHR(s) and based on the details of the complaint and investigation of the returned part(s), additional material/hardness testing is not required. The stardrive tip was broken off the screwdriver upon receipt and there was no relevant dimensional testing which would add value to the investigation, therefore additional dimensional testing was not performed. During the investigation, no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the available information it is not possible to determine a definitive root cause for the complaint condition. Validation testing for the zero-p system, including a bending test for the angled stardrive screwdriver, detail the rationale for why the part design is adequate for its intended use. Upon inspection, it was noticed that in addition to the stardrive tip being broken off, the joint where the stardrive tip is located also sustained some damage, including dents and outward bending of its parallel posts which are intended to secure the stardrive tip to the body of the screwdriver. It is possible that using excessive force while using the screwdriver could have contributed to the complaint condition. The relevant zero-p surgical technique states that during screw tightening, a torque limiting attachment (03.110.002.99) must be used to prevent screwdriver breakage. If excessive force was used during use, and/or surgical technique was not followed, it could have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product code: ove. Reporter name. Reporter contact number: (B)(6). No service history review can be performed as part number 03.617.900 with lot number(s) 7773031 is a lot/batch controlled item. The service history review is unconfirmed. Device history records review was completed for part# 03.617.900, lot# 7773031. Manufacturing location: (B)(4), manufacturing date: apr 17, 2012. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Service and repair evaluation was completed. The customer reported the tip of the screwdriver broke. The repair technician reported the tip was broken off and missing. Tip broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age & weight not available for reporting. Device is an instrument and is not implanted/explanted. Date returned to manufacturer. Reporters phone number: (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A service history evaluation/review was requested if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an angled stardrive screwdriver broke at the tip during an initial surgery on (B)(6). Another synthes screwdriver was available to complete the surgery. There was a delay of approximately 10 minutes and a concern whether the locking mechanism was engaged due to the different screw type used to complete the surgery. There were no fragments created due to the breakage and no additional intervention or x-rays needed. The surgery was completed successfully and the patient status was reported as stable. This complaint involves one part this report is 1 of 1 for (B)(4).